Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible lead crush was noted on the right ventricular (rv) lead. It was noted the patient is very active. The lead was explanted and replaced. No patient complications have been reported as a result of this event.